Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient fell on the right shoulder and stated the symptoms are worse. It was advised that the healthcare provider confirmed there were no open or short circuits. They will bring the patient in to interrogate the device. No further complications were reported or anticipated.